Event description:
Ous MDR - it was reported that after an implant duration of 1 month an increase in pacing thresholds was noted on this right ventricular lead. The lead had dislodged. During the revision the lead was disconnected from the device and tested. The lead showed loss of capture. It was repositioned and reconnected to the device with good measurements.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.